Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7076069.

Event description:
It was reported that the patient experienced loss of stimulation due to high impedances displayed on their spinal cord stimulation (scs) leads. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent a lead revision procedure where the lead was explanted and replaced and is doing well post-operatively.